Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels of 600 mg/dl to "high" and "became lethargic". Cause of bg level was not known. Customer administered a bolus via the pump and performed a supply change to address the issue. On (B)(6) 2024, customer's spouse called 911 and customer went to the emergency room. Customer was subsequently admitted to the intensive care unit with diabetic ketoacidosis. Customer was discharged on (B)(6) 2024 and reverted to an alternate method of insulin therapy. No additional information regarding this event was provided.